Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received one (1) used b3300, microclave® neutral connector, lot# unknown. Mating devices:- one (1) huber needle ext. Set, three (3) IV admin ext. Sets (model unknown), one (1) empty 500ml bag baxter 0.9% nacl, one (1) 250ml full bag b/braun w/ 0.9% nacl, one (1) 500ml empty bag b/braun w/ 0.9% nacl. Engineering testing: the b3300 microclave was reconnected to the female luer of the huber needle set at a connection torque of 2.0in-lbs. The b3300 microclave and connection to the huber needle set was pressure leak tested. No leakage at any location along the fluid circuit. Engineering summary: the connection between the used b3300 microclave and used female luer of the huber needle set was loose and could result in leakage. When tightened the connection between the used b3300 microclave and used female luer of the huber needle set did not leak and would not be prone to separation. ICU medical will monitor and trend.

Event description:
Complaint received regarding one b3300, report states: during chemo infusion there was a leak between the microclave and the huber needle female luer lock. Unprotected chemo exposure reported but no adverse patient consequences.